Event description:
It was reported that the patient had 4 mild seizures with baclofen underdose symptoms; one of which coincided with a prolonged motor stall. The pump was stopped for 1 hour and 45 minutes. Pump logs revealed a motor stall on 2014-(B)(6) at 09:05, with recovery on 2014-(B)(6) at 10:46 due to an MRI (magnetic resonance imaging). It was noted that a catheter contrast study was done, which revealed no signs of break, migration, disconnection, occlusion, or kink. The pump was being used to deliver lioresal. The hcps (healthcare providers) decided to maintain the pump implanted. It was noted that catheter revision was required as a result of the events in the following weeks. It was reported that there was no harm, injury, or death. Subsequently, it was reported that the exact symptoms the patient was having were hypotension, paresthesias, and a return to baseline spasticity. Therapy was noted as effective, but the hcps had decided to replace the catheter as it ¿could be¿ the cause of the underdose; it was possible that there was a disconnection between the pump segment and the pump. The hcps thought that the issue was in the catheter pump segment. As of 2014-(B)(6), the patient had not had any more seizures. Troubleshooting was noted to have included a fluoroscopy test. Outcomes reported regarding this event did not address all events. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).